Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 60ml ll brazil. The following information was provided by the initial reporter, "60 ml syringe luer - lok ref: 302827 has been found with black spots on the graduation part."